Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer 3 failed and was not detected on the communication bus at the station. A field service engineer replaced the 3.1 controller board and the drawer three module controllers in drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, drawers were not detected on the communication bus, which hindered users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient, since nurses had to get the medication from the pharmacy and there was no patient harm. There were no adverse events or injuries reported based on this event.